Event description:
It was reported that on (B)(6) 2008 surgical procedure - l4-s1 laminectomy, facetectomy, l5-s1 transforaminal lumbar interbody arthrod esis with interbody cage and bone morphogenetic protein l5-s1 posterolateral fusion with pedicle screw instrumentation it was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was repo rted.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.